Event description:
Caller alleged discrepant inratio results. Results as follows: date inratio labweek of (B)(6) 2.0 1.6 (2 hours between tests) week of (B)(6) 2.2 2.6 (1 hour between tests) therapeutic range: 2.0-3.0patient self tester was unable to provide the exact test dates. No report of death or serious injury.

Manufacturer narrative:
It was determined that the data provided by the customer obtained on week of (B)(6) had a calculated bias of 25%. This is within the allowable bias of 30% and meets release criteria. It was determined that the data provided by the customer obtained on week of (B)(6) had a calculated bias of 15%. This is within the allowable bias of 25% and meets release criteria. Product is not expected to return. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.